Event description:
During an endoscopy procedure, a cook double lumen wire guided billroth ii sphincterotome was used. The operator introduced the sphincterotome down the endoscope, but the cutting wire was facing the 12 o'clock direction instead of the correct orientation of 6 o'clock. See MDR 1037905-2013-00718. A second sphincterotome of the same lot was attempted to be used, but the same observation was made. See MDR 1037905-2013-00719. The procedure was continued using a cook glo-tip ercp catheter. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Of the two (2) devices described, only one (1) device was made available for evaluation. MDR 1037905-2012-00718: returned on (B)(4) 2013, 1037905-2012-00719: not available for evaluation. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. Improper cutting wire orientation can occur if the handle is manipulated with the catheter in a coiled position. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled, as this may result in damage to sphincterotome and render it inoperable." Prior to distribution, all billroth ii sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.